Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2903 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during powerglide insertion training, trainee was attempting device insertion when resistance was met. Trainee attempted to retract device and inadvertently sheared catheter."